Manufacturer narrative:
The customer did not make the stretcher available for evaluation; however, they did advise that their internal technicians evaluated the stretcher following the reported incident and no issues were found and the stretcher was returned to service.

Event description:
It was reported while loading a patient into the ambulance, the stretcher allegedly did not engage with the safety hook and the foot end of the stretcher lowered to the ground. The patient remained restrained to the stretcher and the stretcher did not tip over. The transport was able to be completed and no injuries were reported as a result; however, the patient noted their injured right leg was jostled.

Event description:
It was reported while loading a patient into the ambulance, the stretcher allegedly did not engage with the safety hook and the foot end of the stretcher lowered to the ground. The patient remained restrained to the stretcher and the stretcher did not tip over. The transport was able to be completed and no injuries were reported as a result; however, the patient noted their injured right leg was jostled.